Event description:
It was reported that the patient received an inappropriate shock. There was a micro fracture on the pace/sense portion of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 implantable pacing leads, (B)(6) 2004; 4196 implantable pacing lead, (B)(6) 2010. Product summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).